Event description:
The device does not drill straight; twisted. The customer used another hand drill available. Additional info was requested and on (B)(6) 2014 the following was received. There was no pt injury or death alleged. The event lead to an increase in surgery time of 15 minutes (high intracranial pressure during 15 minutes in more for the pt). The issue was discovered when implementing. The surgery was reported as micro dialysis. There was no possibility to use the hand drill / twist rotation. There was no consequence to the pt because material was checked before using. No other info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.